Manufacturer narrative:
Additional procode: hwc. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021 during a tibia procedure, the surgeon implanted the tibial nail in question. The nail was inserted per normal technique and was then subsequently removed to perform additional intramedullary reaming. Upon removal, we noticed the distal poly inlay had partially popped out of the end of the nail. The surgeon was able to push it back in manually and re-insert the nail and complete the procedure successfully. There was an unspecific amount of surgical delay. There is no further information available. This report is for one (1) tibial nail-advanced / 9mm 390mm / sterile. This is report 1 of 1 for (B)(4).